Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a damage to the main body. Functional testing including leak, clear passage and clamp functional testing were performed with no issues noted. Torque engagement testing was also performed with no issues noted. The reported condition was not verified. The cause of the damage to the main body was undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be closed. The event was further described as ¿wont totally shut¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.